Event description:
It was reported that a patient presented with low pacing impedance on the right atrial lead. The lead was fractured and insulation damage was noted. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.